Event description:
A-line setup defective with break in the system. Patient deteriorated during day, a-line placed at change of shift. Tiny break in a-line tubing (product saved, area of damage is wrapped in tape and placed in [redacted name] office). Recommend awareness for possible faulty a-line set. Noted after attached to patient." Manufacturer response for transpac it monitoring kit, transpac it monitoring kit, 84¿ safeset reservoir, 2 needless valves, 3ml flush (per site reporter) [redacted number]. [Redacted date] - emailed rep. [Redacted date] - RMA rec'd. [Redacted date] - ICU med questions forwarded to [redacted name]. [Redacted date] - sample shipped fed-ex..